Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Primary stability not achieved, sinus augmentation, ridge augmentation and immediate extraction site. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.